Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unreadable touchscreen could not be verified and no failure was identified. Additionally, based on the analysis, the alleged touchscreen timing off too soon could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen displayed a "purple circle" while navigating through various screens. In addition, it was reported that the pump touchscreen timed out unexpectedly during user interaction. Customer¿s blood glucose was 277 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.